Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml morphine at an unknown dose via an implantable infusion pump for malignant pain. It was reported that the patient had a medical history of renal cancer, was borderline renal failure prior to pump implant. Went into renal failure after surgery and was still hospitalized. The pain physician was unable to fill the pump due to hematoma. An environmental/external/patient factors that may have led or contributed to the issue was renal cancer. As an action/intervention the pain physician was to attempt pump fill under fluoro. It was unknown if the issue was resolved at the time of this report. The patient's status was "alive - no injury" and no symptoms were reported and no further complications were expected or anticipated.